Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and found multiple issues while onsite. The fse found the photometer lamp was used over 2550 hours, sample probe filter clogged, and di (deionized) was not being properly maintained. The fse cleaned the di water tank, and filters. The fse replaced the sample syringe, reagent probe and photometer lamp to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed system verification successfully. No further issues were noted. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number (B)(6) the beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au generated erroneously low patient results on multiple assays which glucose (glu), creatinine (cre), blood urea nitrogen (bun), direct bilirubin (dbil), sodium (na), potassium (k) and chloride (cl). There was no report of change to treatment, injury, or death associated to this event.